Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm while priming the insulin pump. Blood glucose reading was 96 mg/dl. The drive support cap was flush. The insulin nothing further reported.